Manufacturer narrative:
The analysis did show that the handpiece ball bearings have been dry, there was no lubricant in the bearing race. Also the bearing cage was broken. The heat up was reproducible. The broken bearing cage, and hence the heat up, is a result of the lack of lubrication in cooperation with a long running time. Reported due to the 2 year presumption rule.

Event description:
During a standard dental treatment the head f the handpiece heated up and caused a burn on cheek. A medical care was not necessary. Further details related to patient are not supplied.